Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the tibia and femur was loose. It appeared the cement did not stay on the femur and cement did stay on the tibia, but not the bone. He revised with a tc3 femur with stem and a mbt revision tibia tray with sleeve and stem. Bone to cement, cement to implant interface. Doi: (B)(6) 2013; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: no non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search found 3 additional reports against the provided product and lot combination. Only 1 of the additional reports relates to implant loosening. Total for lot number: 4 (B)(4). Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.